Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical department with an unsigned note that indicated there was no audible alarm. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not produce an audible alarm tone or keypad tone. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.